Event description:
It was reported that during implant both the svc and rv df-1 port set screws did not engage. The device was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Reported field event on a connection anomaly was confirmed in the laboratory. Analysis of the ICD's header showed both rv and svc set screws were missing. After further investigation, the cause of the anomaly was traced to a mfg error. X-ray images confirmed the set screws were not present during the final x-ray inspection in the mfg.